Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photos are showing a catheter in which a partial break was noted. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported device had fluid leak issue as the exact circumstance at the time of the event reported was unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twenty-six days post a port placement in the right chest wall via internal jugular vein, the catheter was allegedly broken. Furthermore, there was an infusion leakage with swelling. It was further reported that the patient did not underwent any medical intervention nor medications prescribed for swelling. Reportedly, infusion port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025).

Event description:
It was reported that four months and twenty-six days post a port placement in the right chest wall via internal jugular vein, the catheter was allegedly broken. Furthermore, there was an infusion leakage with swelling. It was further reported that the patient did not underwent any medical intervention nor medications prescribed for swelling. Reportedly, infusion port was removed. There was no reported patient injury.